Manufacturer narrative:
Analysis of the pump revealed no anomalies.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
On (B)(6) 2016, information was received from a healthcare provider (hcp) via a company representative regarding a (B)(6)-year-old, female patient who was receiving morphine 15mg/ml and bupivacaine 7.5mg/ml (doses unknown) via an implantable pump for chronic low back pain and spinal pain. The patient's medical history and concomitant medications were unknown. On (B)(6) 2016, during a refill, a suspected pocket fill occurred. The physician's assistant (pa) pulled the needle from the patient at the end of supposedly being in the pump reservoir and noticed fluid flowing back out of the site. It was suspected the pa did not have the needle completely in the pump reservoir through the silicone stopper. The patient was sent to the emergency room (ER).the pump was turned down to minimum rate and the patient experienced symptoms of withdrawal. On (B)(6) 2016, the pump was replaced and the event resolved. The patient's status was reported as alive, no injury. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.